Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a shift check the autopulse resuscitation system drive shaft would not rotate at all when the lifeband was installed. There was no report of any patient involvement and no additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform driveshaft not rotating properly was confirmed. Visual inspection found that the edges of the platform drivetrain motor clutch plate were worn out; causing the clutch plate to jam into the clutch housing, thus preventing the output shaft from spinning freely. Functional testing could not be performed based on the condition of the returned unit. Based on visual inspection of the damages, the cause appears to be normal wear and tear over time.